Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reportedthat on january 5, a novasure procedure was performed and the device was intermittently ablating. The procedure was completed with a second device. No injury to the patient was reported. The device was received for investigation on february 12, and the investigator team found seven (7) holes in the array and the tip of external sheath was crumpled, functional testing was conducted, and the device did not turn the light of the array position, electrical test was conducted and none of the poles were beeping in both pins. Hence, the complaint can be confirmed. This observation will be monitored and trended. No additional information available.